Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up, non-sustained rv oversensing episodes were noted. The device was oversensing t-waves. No intervention has been done as the device remains implanted and will be monitored. The patient was in stable condition.